Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effects of hemorrhage and tissue damage and treatment of surgical procedure are listed in the perclose proglide instructions for use, as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported patient effects; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. The procedure was an interventional transcatheter valve implantation (tavi) procedure. The sheath size at the time of proglide insertion was 6f. No additional information was provided.

Manufacturer narrative:
(B)(4). It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of the right common femoral artery (rcfa) was attempted with two proglide devices relative to an unspecified procedure. Reportedly, after removal of the 19f sheath there was intense bleeding from the vessel. There was no chance to stop the bleeding with the used two proglide devices. The bleeding was stopped with an 8mm balloon using the crossover maneuver technique from the left common femoral access. The rcfa was open by the surgery and the damaged vessel was repaired by a 2cm vessel craft. The cause for the bleeding was not clear. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.